Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that this patient presented to the emergency room with dizziness. Upon device interrogation, it was noted the right atrial (ra) pacing thresholds increased, which led to loss of capture. There were no pacing pauses of greater than two seconds. The decision was made to reposition the ra lead. Additional information was received that the ra pacing thresholds increased again. There was no pacing inhibition reported. Technical services discussed programming features with the representative. The representative planned to discuss further with the physician. At this time, this ra lead remains in service and there were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient was seen by her physician a few times. It appears the thresholds have stabilized and no further actions are planned. No additional adverse patient effects were reported. This right atrial (ra) lead remains in service.